Event description:
It was reported that during a coronary procedure, the proximal shaft of the trek separated outside the anatomy prior to reaching the target lesion in the distal right coronary artery. Reportedly, there was no resistance felt during advancement. The trek was removed from the anatomy. A second trek was used to complete the procedure using the same guidewire and guide catheter without further incident. There was no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.